Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Since the image was restored upon connecting another bnc cable, it is believed that there was no problem with the subject device and the problem was isolated to the bnc cable, resulting in a phenomenon in which the image was not output.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer and the cause isolated to a faulty cable. Upon replacing the cable, the issue was resolved.

Event description:
A user facility reported to olympus that the device failed to produce an image. There was no patient injury or harm, associated with the problem, reported to olympus.